Manufacturer narrative:
(B)(4). Batch # r57g73. Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information received: the closing lever and the firing trigger did not fully return to home position after the firing.

Event description:
It was reported that during a laparoscopic lobectomy, the jaws did not open after the firing on the blood vessel. The manual override was used to release the device. A competitor device was used to complete the case. There were no adverse consequences to the patient.